Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Received device in unopened original shipping package.

Event description:
It was reported that the device that was going to be implanted had battery depletion due to ventricular fibrillation (vf) detection on. The device was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device that was going to be implanted had battery depletion due to ventricular fibrillation (vf) detection on. The device was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.